Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2019 with the following findings: a review of the black box verified a call service 162 ¿loss of prime" events with a low non-zero force. Investigation testing was unable to duplicate the alleged call service 162 ¿loss of prime" events. Force sensor calibration testing confirmed the force sensor was within specifications. No cap was returned for investigation. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.